Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one idrive ultra powered handle 1, one endo gia adapter standard and one endo gia* tri-staple rr 60 mm m/t reload opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. No visual abnormalities were noted for the handle or adapter. Error codes were observed in the handle eeprom indicating that an excessive force was encountered during firing. Visual inspection of the cartridge noted that the reload was partially applied to the 5 cm cutline. The anvil clamping mechanism was deformed. Functional testing of the battery, adapter, handle, and reload revealed that the jaws would not close fully due to the deformed anvil clamping mechanism. No other abnormalities were noted. The reload was applied to test media with proper transection and stapling. The reload jaws were able to open without issue. Replication of the reported partial firing condition may occur of the idrive ultra powered handle stops firing before the lower clamp reaches the distal end, which is likely due to the firing force reaching the upper design limit of the endo gia reload. This may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. Replication of the anvil clamping mechanism deformation condition may occur under the following conditions: application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. Based on the product analysis, the failure was confirmed to be attributed to the reported event. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a sleeve gastrectomy, the surgeon initiated the advance button of the device and, after approximately 10mm (of a 60mm reload advancement), the device stopped and would not advance. Upon set-up, the assisting tech had loaded the staple reload with the corresponding solid green light reload indication. The surgeon had then pressed the green button with the flashing green light to commence reload firing. The surgeon then retraced the reload and had to manually cut the reinforcement from the staple reload to release the stapler and exit the body. Post surgery, the surgeon did state that there may have been a small gap between the black adapter unload button to the "closed" position post firing. There was no patient injury. The surgeon completed the staple line with another reload.